Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she has been having issues with her insulin pump for about four months now. She said that she will put a new battery in her pump and within a few days, she needs to replace the battery again. The customer doesn¿t remember her blood glucose at the time of the event. We checked her alarm history and found a lot of insert battery alerts and replace battery now alarms on (B)(6) 2017. On (B)(6) 2017, she received a stuck button alarm and on (B)(6) 2017, she received a power error alarm. During troubleshooting for the replace battery now alarm, customer said that she did receive a low battery alert prior. She said that she changes the battery each time and that it may resolve the issue briefly but the issue reoccurs. Customer stated that this is the second occurrence of the replace battery now alarm without a low battery alarm. During the troubleshooting for the stuck button alarm, the customer said that she did not press a button down for 3 minutes or more and was not exposed to a change in altitude. During troubleshooting for the power error alarm, the customer admitted that she had received power error alarms before but had never reported them because she did not know what it meant. After troubleshooting, customer was advised that insulin pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test and force sensor test. The device was received with normal operating currents and no unexpected low battery alarm noted. Power loss alarm, replace battery alarm and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Pump was monitored and functioned properly. All the buttons functioned properly and no stuck button alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window.